Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced both hypoglycemia and hyperglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl on (B)(6) 2017 at lunchtime and greater than or equal to 500 mg/dl with associated symptoms suggestive of hyperglycemia of polydipsia, dehydration and feeling ¿unwell.¿ the patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting completed by animas customer support indicated the patient¿s event was associated with a training/misuse issue; the patient had miscounted carbohydrates. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a training/misuse issue.